Event description:
Information received by medtronic indicated that the customer received an open book image alarm when changing the battery. No harm requiring medical intervention was reported. Troubleshooting was performed and explained the insulin pump performed safety checks and the error was found. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump was received with a corroded battery tube and a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded firmware utilizing crest and the trace, history, and comlink3 files using thus. A review of the downloaded history files shows on (B)(6) 2022 there were multiple consecutive critical error handling alarms (pump error 53 and pump error 4) and on the third instance a critical pump error (open book image) alarm was generated. Pump error 53 (linenumber 5632 filenumber 2005) is due to a software error and pump error 4 (linenumber 2727 filenumber 32122) was a consequence of the pump error 53. The pump was cut open to perform a visual inspection. No evidence of physical damage or moisture damage was found on pcba 2, the motor, and force sensor however, moisture damage was found on the vibrate assembly and pcba 1. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: corroded battery tube, stained keypad overlay, scratched case and pillowing keypad overlay. Critical pump error (open book) and pump error 53 alarms are confirmed due to a software error. Pump error 4 alarm is confirmed due to the pump error 53. Corroded battery tube and moisture damage was found during the visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.